Manufacturer narrative:
H6. Investigation results - the nv gxl linr with serial number: (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. The cause of the patient¿s pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis. There is no other information available. Correction: d2a, d2b. Prosthesis, hip, semi-constrained, metal/ceramic/polymer, cemented or non-porous, uncemented.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D10: concomitants: (B)(6), 186-01-60 - integrip cc, cluster 60mm, g4; (B)(6), 170-36-07 - biolox delta femoral head 36mm od, +7mm; (B)(6), 101-45-20 - 4.5mm drill bit 20mm; (B)(6), 180-65-25 - alteon 6.5mm screw, 25mm; (B)(6), 188-00-10 - wedge plasma s/o sz 10. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported, a 71 yo male patient, initial right knee implanted on (B)(6) 2018, underwent a revision procedure on (B)(6) 2023, approximately 5 years 3 months post the initial procedure. The patient complained of pain. Recalled poly indicated. The were revised to exactech devices. There were no device breakages or surgical delays reported. The patient was last known to be in stable condition following the event. No device returns anticipated due to chain of command. The hospital will not release the devices.

Manufacturer narrative:
The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis.